Event description:
Related manufacturer report number 2017865-2023-05245. It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right atrial (ra) lead and the right ventricular (rv) lead. The physician suspected the noise was due to lead damage associated with tight sutures on the suture sleeve, however, lead damage was not visually observed. Diagnostic imaging was performed and no anomaly was observed. Provocative testing was performed and the noise was able to be reproduced. The rv lead and the ra lead were explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.